Event description:
It was reported that during an arteriovenous fistula (av) angioplasty procedure, deflation and removal difficulties occurred and the balloon detached outside of the patient. The 70% stenosed av fistula was located in the dialysis graft with in an upper arm vein. The physician advanced the ultra-thin sds balloon dilatation catheter through a 6 fr sheath and up to and across the lesion without any resistance noted. The ultra-thin was inflated "a couple of times" including one inflation to 8 atms, however, deflation difficulties occurred. It was noted that the balloon "took longer than normal" to deflate. Once the ultra-thin balloon was fully deflated, the physician attempted to withdraw the device through the 6 fr sheath, however, the ultra-thin balloon became stuck in the sheath. The physician used "some force" to remove the balloon from the sheath and the ultra-thin balloon "sheared off". The physician removed the ultra-thin balloon and sheath outside of the patient. The physician successfully completed the procedure with another of the same device. No patient complications were listed and the patient's status was reported as "fine".

Event description:
It was reported that during an arteriovenous fistula (av) angioplasty procedure, deflation and removal difficulties occurred and the balloon detached outside of the patient. The 70% stenosed av fistula was located in the dialysis graft with in an upper arm vein. The physician advanced the ultra-thin sds balloon dilatation catheter through a 6 fr sheath and up to and across the lesion without any resistance noted. The ultra-thin was inflated 'a couple of times' including one inflation to 8 atms, however, deflation difficulties occurred. It was noted that the balloon 'took longer than normal' to deflate. Once the ultra-thin balloon was fully deflated, the physician attempted to withdraw the device through the 6 fr sheath, however, the ultra-thin balloon became stuck in the sheath. The physician used 'some force' to remove the balloon from the sheath and the ultra-thin balloon 'sheared off'. The physician removed the ultra-thin balloon and sheath outside of the patient. The physician successfully completed the procedure with another of the same device. No patient complications were listed and the patient¿s status was reported as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a shaft break just proximal to the proximal balloon sleeve. The area of the shaft fracture site was severely stretched. Two areas of the shaft located 28mm proximal to the break appeared to be stretched. The balloon was fully deflated, folded and was wrapped around the shaft of the device. Evidence of tensile weakness was not noted. No other damage to the device was identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).